Manufacturer narrative:
The user facility was visited by a field service engineer to test the ventilator against the claims made: the field service engineer visited the user facility on december 16, 2008 and conducted full functional testing of the ventilator, which revealed that the ventilator was functioning normally. The user facility also reported that they had functionally tested the ventilator for three days with no fault. Flows at the appropriate settings were within service tolerances. Although the original patient hose had been discarded, it was reported that the user facility was using a 22mm hose. A leaky hose was deliberately connected and using the ventilator at the appropriate settings recreated the reported fault. It is therefore, suspected that the observed fault was due to leakage somewhere in the patient circuit. The ventilator was within specification, however, the failure mode could be reproduced with a leaky hose. It is suspected that the observed fault was due to a leakage somewhere in the patient circuit. See scanned page.

Event description:
Mhra reported that cheltenham general hospital informed them that when using a ventipac 2d to ventilate a baby, although the ventilator was heard to be cycling, no gas was reaching the patient. The ventilator was reported to be set a 0.1 liter and 30 bpm. It had been serviced on november 10, 2008 by smiths medical field service engineer. The patient was intubated at the time.